Manufacturer narrative:
(B)(4). D10: 802202801, zb 12/14 cocr hd 28mm x -3.5, 3164624. 110024464, g7 dual mobility liner 44mm f, 66227174. 110010266, g7 osseoti multihole 56mm f, 66379113. G2: foreign: norway. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head disengaged from the bearing in the patient post operatively. The surgeon is certain full pressure was added and the head was fully inserted in the bearing. The bearing was still in the liner during the revision surgery. There is no additional information available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with evidence of posterior dislocation and normal position on image three. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified there are indentations visible on the od of the device and to both the inner and outer diameter lip of the device. The diameter of the inner hole was checked per the attached print and found in conformance. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause unchanged. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.